Event description:
A hospital in (B)(6) reported via a distributor that the water "from a bag" was not flowing down the mr290vx vented autofeed humidification chamber. This was noticed during use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The mr290vx vented autofeed humidification chamber has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report once we have completed our investigation.